Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Electrogram review revealed the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing therapy during a supraventricular tachycardia episode which sped up the patient's rhythm. The patient experienced ventricular tachycardia/ventricular fibrillation where the device was unable to successfully convert the rhythm. The patient was externally defibrillated successfully. No device intervention was performed but additional intervention was discussed. Patient was stable after the event.